Event description:
It was reported that this right atrial (ra) lead was fractured causing noise with high and low out of range impedance. At this time the product remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).